Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the device had an error message "presence of air bubble." There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. Visual inspection found the air detector to have a dent on one side. The downstream occlusion sensor, downstream occlusion seal, and air detector were replaced. The device the passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.